Event description:
Used flosser which allegedly caused her filling to come out.

Manufacturer narrative:
Although this report has not been confirmed by a medical professional, it is being reported as the loss of a dental filling or tooth is considered to be a serious injury. The product has not been returned to the manufacturer and no lot number was given, so a complete investigation could not be performed. However, dental experts conclude that a healthy tooth or dental restoration could not be cracked or pulled loose by the use of dental floss alone, and that underlying and pre-existing dental disease or a compromised dental restoration would be the root cause of the event. This is a known issue with dental floss. Manufacturer is continuing efforts to obtain the product and further information. However, unless additional information regarding the event is received, or the device is returned for investigation, this incident is considered closed.